Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: 6996sq58 lead implanted (B)(6) 2006; dtba1d1 crt-d implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced a pace/sense electrode failure. The rv lead triggered a lead integrity alert (lia). During interrogation, non-physiologic noise could be seen as well as several non-sustained ventriculartachycardia episodes recorded due to noise. Rv lead detections were programmed off because the physician did not think the patient needed high voltage therapy. In addition, the rv pacing was turned to a minimum setting. The rv lead remains in use. No patient complications have been reported as a result of this event.